Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 5 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient was lost to follow-up for 3 years and in the mean time the aneurysm had enlarged in size from 6.6 cm to 8.4 cm in diameter. Evaluation suspected there was a type 2 endoleak originating from patent ima and lumbar arteries and also a type 3 endoleak from 2 of the stent graft components which were thought to have separated. It was also reported the patient has liver cancer. Additional film review was performed and documented there was a type 3 endoleak. Currently, no decision has been made regarding the course of treatment in regards to the endoleak, which is pending a decision by the patient's oncologist. No additional clinical sequelae were reported and no additional information was provided.